Event description:
Provider states the middle screw on the hand brake has fallen out. No individual parts to send out. Have to send out the whole brake assembly.

Manufacturer narrative:
(B)(4). Manufacturer is (B)(4).